Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. Review of the electronic data and files received. (B) (4).

Event description:
During a control, the pace would have indicated that it was in fallback mode switching despite what the physician was seeing (spike a and v). Could it be an atrial temporary listening error during fallback switching mode?